Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the device's incoming inspection records indicated that the unit met the internal requirements prior to its quality assurance release process. The reported event was confirmed at the bench level. The controller failed visual inspection but passed functional testing. Power port 1 connector was loose from the controller housing with a displaced o-ring gasket. Additionally, it was found that power port 2 was tight with the o-ring gasket displaced. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, manufacturer is still investigating the cause for loose connectors. Corrected data: heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was in the clinic for a routine visit and upon inspection of the controller, a power port was noted to be loose. The controller was exchanged. There was no impact to the patient.